Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The printer was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a problem with the collimator. The 9900 system also had a problem with the printer. No patient injury was reported.